Event description:
During t2 humeral surgery, the surgeon inserted the screw in most proximal screw hole. Next, the surgeon inserted the screw in proximal screw hole (oval hole) of the nail. After inserting screw, when the surgeon checked the x-ray image, screw was not inserted in the screw hole of the nail. The surgeon removed the screw and inserted the screw by free hand technique.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. (B)(4): device will not be returned.

Manufacturer narrative:
Evaluation summary: the mail was not returned for evaluation because remained implanted. No deviation was found during review of the manufacturing and inspection documents (DHR). The nail in question was documented as faultless prior to distribution. No further nails of the same lot were complained until date. No deviation found during review of the risk analysis. No action found during review of the nc history. A real cause of the event was not determined but it was concluded that the cause of the reported event most likely can only be found in the intra-operative procedure.

Event description:
During t2 humeral surgery, the surgeon inserted the screw in most proximal screw hole. Next, the surgeon inserted the screw in proximal screw hole (oval hole) of the nail. After inserting screw, when the surgeon checked the x-ray image, screw was not inserted in the screw hole of the nail. The surgeon removed the screw and inserted the screw by free hand technique.